Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. A blank screen was not observed. The complaint is not confirmed.

Event description:
A customer reported he was unable to test using his adc blood glucose meter due to it not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2018 after eating breakfast, he checked his glucose using his friend's unspecified blood glucose meter and obtained a reading of 533 mg/dl. Customer did not experience any symptoms but per the advice of his friend, self-presented to a va hospital where a reading of 533 mg/dl was obtained on the hospital meter and he was diagnosed with hyperglycemia and treated with intravenous fluids. After 2 hours of intravenous treatment, customer's glucose decreased to 197 mg/dl and he was released from the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported he was unable to test using his adc blood glucose meter due to it not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2018 after eating breakfast, he checked his glucose using his friend's unspecified blood glucose meter and obtained a reading of 533 mg/dl. Customer did not experience any symptoms but per the advice of his friend, self-presented to a va hospital where a reading of 533 mg/dl was obtained on the hospital meter and he was diagnosed with hyperglycemia and treated with intravenous fluids. After 2 hours of intravenous treatment, customer's glucose decreased to 197 mg/dl and he was released from the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The useful life of freestyle freedom lite meters is 5 years. As the manufacturing year of this product is 2011, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. This also serves as a correction report. PMA/510k# was incorrectly documented in the initial MDR 30 day report. PMA/510k has been updated.

Event description:
A customer reported he was unable to test using his adc blood glucose meter due to it not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2018 after eating breakfast, he checked his glucose using his friend's unspecified blood glucose meter and obtained a reading of 533 mg/dl. Customer did not experience any symptoms but per the advice of his friend, self-presented to a va hospital where a reading of 533 mg/dl was obtained on the hospital meter and he was diagnosed with hyperglycemia and treated with intravenous fluids. After 2 hours of intravenous treatment, customer's glucose decreased to 197 mg/dl and he was released from the hospital. There was no report of death or permanent impairment associated with this event.